Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator. The broken piece measured approximately 16.38mm x 4mm, confirming that a fragment detached from the instrument and was not returned. The grip base did not appear to be bent. The instrument was found to have a detached intact jaw from the grip base. Based on visual inspection and analysis of the returned device, the molded insulator broke first, separating from the jaw. The jaw subsequently separated from the grip base due to loss of mechanical support from the molded insulator; the bipolar conductor wire broke as a result of increased mechanical stress during jaw detachment. As a result, the intact jaw and broken molded insulator fully detached from the instrument assembly. The instrument was found to have a broken bipolar conductor wire at the distal end. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that the 8mm force bipolar instrument exhibited jaws damage. No known impact or patient consequence was reported.

Manufacturer narrative:
Additional information: the damage occurred inside the patient's body during the surgery; however, the broken fragment was successfully retrieved during the same procedure. Fragments fell from the device while used within a patient.

Event description:
Refer to h11 for follow-up information.